Event description:
It was reported the pt's stimulation turns off by itself. A sjm rep met with the pt and reported the magnet mode is now turned off. The pt will continue to be monitored by her physician.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.